Event description:
The customer reported that the evis lucera elite gastrointestinal videoscope's biopsy tube tested positive for unexpected contamination. The issue was found during preparation for use for a gastroscope procedure which was completed with a similar device. There was no delay. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer provided the cds process stating that there was no delay in precleaning. Water was aspirated through the instrument/suction channel with a suction pump. The air/water and balloon channels were flushed with water and air using the maj-1444 (air/water valve button) and maj-629 (air/water channel cleaning brush adapter). During manual cleaning, the device was presoaked and passed leak testing. The instrument/suction channel, suction cylinder, biopsy valve, balloon channel and forceps needed to be brushed but were not brushed. The device was rinsed before manual disinfection and all channels were flushed with disinfectant while immersed. All channels were connected with cleaning tubes when the endoscope was setting up into the automated endoscope reprocessor (aer)/endoscope washer disinfector (ewd). The disinfectant used was not expired and met the minimum effective concentration. The products that treat the rinse water, such as water filters, operated and were maintained according to instructions for use. Olympus is the maintenance company. During device evaluation at olympus, it was found the issue could not be confirmed, as the scope was not microbiologically tested during evaluation. Evaluation did find the following: due to a dent in the channel tube, the forceps cannot be inserted smoothly, the universal cord had a wrinkle, the connecting tube had a wrinkle, and the indication on the grip was unclear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the contamination microbial contamination could not be verified, there was no physical damage where the contamination was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the contamination could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.